Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. It was alleged the infusion device lost the time and date during short term battery change which caused delivery inaccurate. The blood glucose result at the hospital was 20.0 mmol/l and the patient was treated with insulin pens. The patient was hospitalized for 2 weeks. The infusion device cannot be returned for legal and customs issues.